Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous nephrolithotomy procedure, the ngage nitinol stone extractor was found to be a little stiff when taken out of the package. When the physician inserted the device into the patient's body, it remained in a closed position. Another device was used to complete the procedure. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
A review of the complaint history, documentation, and specifications was conducted during the investigation. No device was returned for investigation and no photos were provided. No conclusions could be reached for the cause of the reported issue. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. Based on the provided information, no product returned and the results of our investigation, a definitive root cause could not be determined. However, measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified, and monitoring will continue to be performed for similar complaints.